Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 101-318 mg/dl.